Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with a neurostimulator for interstim - other. It was reported by the hcp that the patient (pt) had stated the stim was not working, and the hcp had no info as to what "not working" meant. Symptoms related to the device or therapy, were reported. The pt reported they needed to have the device turned off, they couldn't find theirs and they needed to do an MRI of their neck as soon as possible. The hcp reported the procedure was not due to a problem with the device or therapy. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a patient. The MRI was completed in the ER on (B)(6) 2016 which was previously reported to be unrelated to the device/therapy. It is unknown if the previous report issue of stimulation not working was resolved as this information was not provided.